Manufacturer narrative:
No product has been returned and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that freestyle strips continue to be safe, effective, and perform as intended in the field. Stability data for freestyle strips was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and freedom lite/freestyle strips, no trends were identified that would indicate any product related issues. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer reported that in mid (B)(6), he/she received a reading of 104 mg/dl on the adc meter and experienced a loss of consciousness a few minutes later. Customer was treated (unspecified) for hypoglycemia by a family member and no further treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is based on the customer's report of "mid july". The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that in mid july, he/she received a reading of 104 mg/dl on the adc meter and experienced a loss of consciousness a few minutes later. Customer was treated (unspecified) for hypoglycemia by a family member and no further treatment was reported. There was no report of death or permanent injury associated with this event.